Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump presented an occlusion alarm. Per reporter, the malfunction occurred before the medication was administered. There was patient involved. No patient harm/adverse event was reported.

Manufacturer narrative:
D1, d2a, d2b and d4 - updated. D9 - date returned to MFR was 27-apr-2026. H3 and h6 ¿ updated. One suspected device was received for evaluation. The device was visually inspected and found delaminated downstream occlusion (dso) seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The customer complaint was able to be duplicated. The reported issue was determined to be caused by a delaminated dso seal. The dso sensor out of specification due delaminated dso seal. Problem was resolved after replacement dso seal and recalibrated dso sensor.